Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. One used 8fr angio-seal vip device was returned for product evaluation. The hemostasis sheath was returned mated with the carrier tube assembly. No other accessory components were returned. Visual inspection revealed that the carrier tube assembly was found to be mated with the hemostasis sheath and the deployment sleeve was in partial rear lock position with the color bands fully exposed. The bypass tube was found to be not fully inserted into the hemostatic valve. The anchor had not fully exited the distal tip of the hemostasis sheath as would be expected when the deployment sleeve was in the rear lock position. Microscopic analysis of the distal tip of the hemostatic sheath revealed that the anchor was still present within the sheath. The device was then disassembled and subjected to functional testing. The deployment sleeve was manually moved into the forward lock position and bypass tube was inserted into the hemostatic valve. Then, the carrier tube assembly was fully inserted into the device and which caused the anchor and distal tip of the carrier tube to become exposed. The deployment sleeve was then moved into the rear lock position and the anchor posted to the sheath. The anchor did not slide back into the sheath through monofold. The digital force was then applied to the anchor and the suture with collagen was released along with the tamper tube. There were no functional anomalies noted with the device. A review of the device history record of the product code/lot# combination was conducted with no findings. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The investigation results verified the returned sample was of the normal product. The exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported that the 8fr angio-seal vip was introduced. When pulling back, the complete system came out. The user then disassembled the system to check to see if the anchor was still inside. The anchor was outside of the patient, nothing was left in the patient. The procedure performed was a normal percutaneous coronary intervention (pci) using a 7 french sheath. The patient had little blood loss because manual compression was started immediately. Hemostasis was achieved by manual compression. Additional information was received on 23dec2019. The patient was in stable condition.